Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged cord. However, this cannot be confirmed. The nurse was able to get a reading on the bedside monitor of 31.5c. Per troubleshooting, the mss asked the nurse to verify if the temperature 1 cable was connected to esophageal temperature source. After careful inspection, the nurse noticed that the temperature cable was broken. The nurse called the biomed and attempted to find another temperature cable. The nurse stated that they had several more devices to obtain temperature cable. Per follow up, the nurse stated that the representative brought a new temperature cable and the therapy was completed with no further issues. The biomed had the other arctic sun device for repairs. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not registering the temperature and the nurse was using the second device. The nurse was able to get a reading on the bedside monitor of 31.5c. Per troubleshooting, the mss asked the nurse to verify if the temperature 1 cable was connected to esophageal temperature source. After careful inspection, the nurse noticed that the temperature cable was broken. The nurse called the biomed and attempted to find another temperature cable. The nurse stated that they had several more devices to obtain temperature cable. Per follow up information received on 31aug2021, the nurse stated that the representative brought a new temperature cable and the therapy was completed with no further issues. The biomed had the other arctic sun device for repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not registering the temperature and the nurse was using the second device. The nurse was able to get a reading on the bedside monitor of 31.5c. Per troubleshooting, the mss asked the nurse to verify if the temperature 1 cable was connected to esophageal temperature source. After careful inspection, the nurse noticed that the temperature cable was broken. The nurse called the biomed and attempted to find another temperature cable. The nurse stated that they had several more devices to obtain temperature cable.